Event description:
A turnpike catheter was used during a patient procedure. During the procedure, the tip of the turnpike became lodged in a calcified portion of the vessel. When the turnpike was withdrawn from the patient, the tip of the turnpike separated. The physician was able to retrieve the separated tip with a snare.